Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant driver tip (iipdts) got stuck at 20 ncm inside the implant and it was hard to remove. Doctor reported that he managed to disengage the implant by tapping the driver tip carefully. He was able to successfully placed the implant in the same surgery.

Manufacturer narrative:
One certain® driver tip was returned for inspection. The device shows signs of wear consistent with use. The hex tip is in good condition, as is the o-ring. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instsm rev d 02/16. Information identified: no-touchtm delivery of certain® internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. Complaint alleges the driver tip was stuck in an implant during torqueing. Functional testing revealed that the device assembled and disengaged with a mating implant. The complaint is unconfirmed. A definitive root cause could not be determined for this complaint.